Event description:
On (B)(6) 2024, the dbs patient underwent a revision procedure to replace the medtronic leads with boston scientific devices due to suboptimal placement resulting in the patient's speech being affected. The physician was dr. (B)(6) and the surgery occurred at (B)(6) med center (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).